Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with itching, redness, a rash (¿red dots¿) extending beyond the patch perimeter (to the front of his arm) which occurred the day after the sensor had been inserted into the arm. The skin was prepped with soap and water prior to sensor insertion. The patient went to a clinic to have the skin reaction examined. The patient was prescribed an unspecified oral antibiotic and antihistamine. The patient could not recall the medication names or dosages. The patient stated his arm was ¿not quite healed yet¿ at the time of report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).